Event description:
On (B)(6) 2012, an animas clinical manager (cm) reported that the patient alleged that air bubbles developed at the luer lock connection between the infusion set and cartridge. The cm said that the patient further alleged that the air bubbles caused blood glucose (bg) levels to elevate to around 200mg/dl. Irritability without ketones or additional signs/symptoms of hyperglycemia was reported. This patient incident is not indicative of an adverse event. The cm noted that the patient maintained that the pump and not the supplies (cartridge and/or infusion set) was the cause of the air bubble induced bg elevation. The cm mentioned that this patient had been using the animas pump for 10 years. Although there is no evidence that the pump caused air bubbles to form, this complaint is being reported because of the allegation that the use of the insulin pump caused or contributed to a minor blood glucose excursion.

Manufacturer narrative:
The pump in question ws out of warranty at the time of the complaint and was therefore, not replaced. The patient refused to return the pump at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.